Event description:
The patient reported that their personal diabetes manager (pdm) reportedly delivered a bolus of 30 units that they did not program. The patient's blood glucose levels were 50 mg/dl.

Manufacturer narrative:
In the case description, the user reports receiving a 30 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of a 30 u bolus. Review of the audit logs showed that the confirm bolus screen was navigated to for a 30 u bolus with no carbs or blood glucose values entered and the bolus was sent. Shortly before this, the controller screen was turned on and a values expired message was acknowledged. The engineering logs showed that the bolus button was pressed to open the bolus calculator approximately seven minutes before the bolus was delivered. The bolus calculator ran for five minutes and generated the values expired message as expected. The logs confirmed no attempt to add carbs or a blood glucose value. The total bolus text was changed one digit at a time from 0 to 3 to 30. The logs then show that the next button was pressed to transition to the confirm bolus screen and the confirm button was pressed to start bolus delivery. The bolus record confirmed that a 30 u bolus was started and that the bolus volume was user adjusted from 0 to 30 u. Inspection of the log files found evidence of interaction with the controller to deliver all boluses. No evidence of an uncommanded bolus was found in the available logs. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.